Event description:
Patient required a second revision surgery on (B)(6) 2019 for dislocation; surgeon explanted 36/+9 standard humeral cup and replaced it with 36/+9 standard humeral cup and +9mm humeral spacer. First revision to replace humeral cup occurred approximately 8 weeks post-op and has been previously reported to FDA.